Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, they found the nozzle was clogged with foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus, testing and inspection found problems related to reprocessing; foreign matter was found in the nozzle. This complaint is most likely the result of incorrect cleaning/mishandling. During testing and inspection, the following was also found: water tightness is lost due to a pinhole on the bending section cover. Due to a crack on the connection cover, the insulation resistance value at distal end does not meet the standard value. Also, the light guide lens has a chip. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the nozzle was observed at the detection point of the foreign material. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the air-feeding function - inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "precleaning the endoscope and accessories - flush the air/water channel with water and air". Olympus will continue to monitor field performance for this device.